Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, following a procedure to resect a tumor and repair an abdominal evisceration, a mesh implant was placed and prophylactic antibiotic therapy was started. 24 hours following the procedure, the patient presented with painful edema, erythema and fever. It was diagnosed as bacteremia and necrotizing fasciitis. Another antibiotic was added to the therapy and the patient was taken to surgery. Nothing abnormal was found during surgery. Cultures were taken from the edges of the defect and sent to pathology. Klebsiella pneumoniae (a nosocomial germ) was found and the pathology results are pending. The patient remains in the intensive care unit (ICU). Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. Requests for additional information have been unsuccessful. A review of the device history record has been performed. This review confirmed that this lot of products was released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the product complaints database which is monitored for similar occurrences.